Event description:
It was reported in clinic that the patient's right ventricular (rv) lead exhibited high pacing impedance and elevated capture threshold. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.